Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was faulty. Data was evaluated and the allegation was confirmed as a transmitter fatal error was observed. The probable cause was a transmitter failed error. The reported event of a faulty transmitter is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.